Event description:
It was reported that a user experienced bluetooth connectivity difficulty when attempting to pair a dexcom g7 sensor to the ilet, and the agent guided the user to toggle the dexcom g6/g7 setting and restart the ilet, after which the g7 paired successfully. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed successful reconnection after guided steps and no device malfunction reproduced. It was concluded that the event resolved with standard troubleshooting and that the ilet functioned as expected after re-pairing.